Event description:
The patient underwent a reporteldy elective procedure to the proximal lad. The 5mm, type b2 lesion was a concentric, bufurcated, introitus in-stent restenosis (isr) of a 3.5x16mm nir stent. There was no calcification or preexisting clot. The site was predilated with a 3.0x14mm balloon at 10atm for 30 seconds, and a 3.5x18mm cypher stent was implanted at 16-18atm for 25 seconds. Postdilation was not done. The target lesion was only the introitus section of the proximal lad, but after cypher implant a plaque shift occurred to the introitus portion of the proximal left cx. A cypher 3.0x23mm was implanted at 16atm for 40 seconds. Four days later, the pt was brought to the hosp in cardiogenic shock. Cag was conducted and thrombus was observed in both cyphers. To treat the thrombus, poba was done with a 2.0x20mm balloon. Aspiration was conducted 5 times. A kissing balloon technique (kbt) was also conducted.